Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the reported issue of unreliable ECG readings is inconclusive as the reported issue could not be duplicated at the service facility. The clinical setting also could not be reproduced during evaluation of the equipment. Tracking and ECG were correct as received at qualitel. During evaluation, the cable was found to be discolored and the outer sensor casing was scratched. However, these were found to be cosmetic in nature and did not affect functionality of the device. Manufacturing records were reviewed and there were no findings that would suggest a manufacturing related issue. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Per bas tm: 3cg sherlock sn: (B)(4) is being replaced due to reported failures in obtaining reliable ECG readings. It was reported to the tm that there have been several PICC's placed too deep in the patients svc based on the readings they get from the sensor used with the sr 8. Multiple placements were 3 to 4 cm too deep and one reported to be 8 cm too deep. The PICC team had been getting x-rays as a precaution for the last week due to what they say are unreliable readings. Patient(s) did have to get an x-ray and have PICC adjusted.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per bas tm: 3cg sherlock sn: (B)(4) is being replaced due to reported failures in obtaining reliable ECG readings. It was reported to the tm that there have been several PICC's placed too deep in the patients svc based on the readings they get from the sensor used with the sr 8. Multiple placements were 3 to 4 cm too deep and one reported to be 8 cm too deep. The PICC team had been getting x-rays as a precaution for the last week due to what they say are unreliable readings. Patient(s) did have to get an x-ray and have PICC adjusted.